Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the o2 manifold is leaking.the customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned o2 manifold shows that the o2 manifold was tested for leaks: each check valve closed at a pressure below 5 psi with no detectable leak when the pressure was raised to 95 psi. Each check valve opened when pressurized at its entrance at pressures below 2 psi. No other leak was detected. No failure was found.